Manufacturer narrative:
The samples were collected in green-top plasma tubes and were centrifuged for 3 minutes. The centrifuge speed was not provided. There were no result flags or event log messages associated with this event. Qc prior to the event was within the established range, but qc after the event failed. Calibration after the event failed. Bci customer technical support (cts) advised the customer to stop running patient samples and run a diagnostic system check, which failed due to high wash portion imprecision. Service was dispatched on (B)(4) 2009. The field service engineer (fse) performed aspiration test on aspirate probes and found a1 probe very slow. The fse replaced peristaltic tubing for all three probes and reran aspiration flow test again. All probes passed the test. The fse primed fluids and reran system check, which passed specifications. Hardware was the root cause for this event. Note: this reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22-2010 for additional reportable events/occurrences .

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by unicel dxi 800 access immunoassay analyzer. The results were reported out of the laboratory. A physician questioned one of the results as not matching the clinical presentation of the patient. Subsequent testing on an alternate instrument produced results within the normal reference range. The customer stated at least one patient was admitted. This report is for the malfunction portion of this event. Report #2122870-2011-00988 has been submitted for adverse event portion of the event.